Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was frayed. Reportedly, the customer continued to use the cable to charge the pump. Customer¿s blood glucose value was 157 mg/dl.